Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.058 ng/ml, sample 2 = 0.045 ng/ml, sample 3 = 0.044 ng/ml) from multiple patient samples run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory as the customer performs vitros trop I es testing in duplicate. The expected values (sample 1 = 0.011 ng/ml, sample 2 = 0.011 ng/ml, sample 3 = 0.010 ng/ml) were confirmed upon repeat analysis. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Although service actions were performed, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.